Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color setting was selected on the devices and what was the sequence of the firings? What anatomical structures was the device fired on? Can more information be provided on the defect in the second shot? Was the device difficult to fire? Were there any staples visible on either side of the cut line. If so, please describe the shape and location along the cutline. Is the patient still hospitalized? Was the hospital stay extended due to the issues with the two ntlc75 devices? Was the postoperative care altered in any way due to the issues experienced with the devices? What is the current status of the patient?

Event description:
It was reported that in a gastric bypass gastroplasty procedure using ntlc75 linear stapler, the stapler showed a defect in the second shot. It did not staple the tissue, but did cut the tissue. The procedure was completed with a manual anastomosis. The procedure was successfully completed. There is a probability of fistula. On june 11, 2019, information was provided that until this moment the patient is in observation/internship.

Manufacturer narrative:
Product complaint (B)(4). Batch # t5a39g. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.